Manufacturer narrative:
A system service check of the arterion injector system was performed on september 21, 2020. Service replaced the display control unit, the injector head, and the power unit. The affected components are being returned to product analysis for evaluation. Once the investigation is completed, a follow up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused, or contributed to a reportable event.

Event description:
A bayer representative received the following information: the customer reported that sparks, and flame were observed coming from the display control unit, and power cables of an arterion injector system (serial no. (B)(4)) while the injector was in standby mode. There was no patient impact as the injector was not in use at the time of the occurrence.

Manufacturer narrative:
A system service check of the arterion injector system was performed on (B)(6) 2020. Service replaced the display control unit, the injector head, and the power unit. Bayer product analysis received and examined the returned components. The investigation found no internal damage to the components. The investigation did find soot residue consistent with exposure to the reported sparks and flame. The most likely cause of the reported issue was determined to be an accidental spill of conductive contrast media onto the ac power inlet. The only thermal damage was observed on the ac power inlet and surface of the display cable. The display control unit did not show any signs of thermal damage. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
A bayer representative received the following information: the customer reported that sparks and flame were observed coming from the display control unit and power cables of an arterion injector system (serial no. (B)(6)) while the injector was in standby mode. There was no patient impact as the injector was not in use at the time of the occurrence.

Event description:
A bayer representative received the following information: the customer reported that sparks and flame were observed coming from the display control unit and power cables of an arterion injector system (serial no. (B)(6)) while the injector was in standby mode. There was no patient impact as the injector was not in use at the time of the occurrence.

Manufacturer narrative:
A system service check of the arterion injector system was performed on (B)(6) 2020. Service replaced the display control unit, the injector head, and the power unit. The affected components are being returned to product analysis for evaluation and have not yet been received as they are still in transit. Once the investigation is completed, a follow up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.